Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that while attempting to resuscitate a patient, the device status indicator displayed an "×," and upon powering on, it showed an "ECG device malfunction" message. When trying to select the appropriate shock energy, it indicated "treatment disabled: perform operational check.". Another device was used to manage the resuscitation.